Manufacturer narrative:
Section b5: the patient underwent a pump exchange on 03feb2020 and reported under MFR report # 2916596-2020-00993. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. The account communicated that the patient had a 3-month hospitalization for management of heart failure and thrombus (addressed under manufacturer report number 2916596-2020-00993) whose course had been additionally complicated by acute renal injury requiring dialysis and respiratory failure requiring tracheostomy. The patient now presented with candida mediastinitis requiring two surgical debridements (to date), vacuum dressing, and IV antibiotics for management of infection. The patient has also had several operations this hospitalization including two surgeries to address lvad issue (addressed under manufacturer report number 2916596-2020-00993), one to address post-operative bleeding, one for tracheostomy placement, and two for surgical I&d (incision and drainage) of the current infection. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number mlp-019788. No product is available for investigation. The current heartmate 3 lvas IFU lists localized infection, driveline infection, pump pocket or pseudo pocket infection, bleeding, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU. Heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented with candida mediastinitis requiring two surgical debridements, vacuum dressing, and IV antibiotics for management of infection. The patient was declined for heart transplant consideration based partially on the presence of this infection. The patient's course has been additionally complicated by acute renal injury requiring dialysis and respiratory failure requiring tracheostomy. The patient has spent about three months in the hospital with a prolonged acute illness, much of that time spent in the intensive care unit.